Event description:
It was reported that (1) tsb45 and (1) tr45w were used during laparoscopic appendectomy procedure. It was reported by the rep that according to circulator the surgeon replaced blue cartridge with white cartridge and scrub nurse heard a "click". The cartridge fell out in pt. The cartridge is not included in the return. The case was completed and there was no consequence to pt.